Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colorectal. According to the reporter: the customer reports : difficulties to open the device - no stapling - cutting of the rectum (anterior face). Intervention converted to laparotomy. Manual suture of the rectum. Extended time over 30min. Extended time of hospital stay.